Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: 25mm drill bit detaching from flex screw driver/drill bit during procedure. Locking mechanism likely broken on device. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that quickset flex dr sft qck cple had wear patterns on overall device and a chipped portion on post of device. Additionally, the ball plunger appears to be stuck. The observed conditions were identified as an end of life indicator; damage consistent with repeated use and servicing over 13 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A potential cause for the chipped post cannot be established at the moment. A dimensional inspection was not performed as it is not applicable to the complaint condition. A complete functional test was not performed since the mating device was not returned. However, the coupling connection of the device was checked manually and it was detected that the mechanism does not work as intended. Therefore, reported allegations can be confirmed, the overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ag1210 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
25mm drill bit detaching from flex screw driver/drill bit during procedure. Locking mechanism likely broken on device. Procedure successfully completed with a surgical delay of 5 minutes.